Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as an unidentified (tear) opening. As per the investigation procedure, creases and wear abrasion were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Healthcare provider reported via nbir a right side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: deflation

Event description:
Healthcare provider reported via nbir a right side deflation. The device remains implanted.